Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was in the emergency room with a high blood glucose reading of 600 mg/dl and a possible infection. The caller did not have the insulin pump with her at the time of the call, therefore troubleshooting was not performed. Nothing further was reported.